Event description:
On (B)(6) 2012, the patient reported that on (B)(6) 2012, she experienced a blood glucose (bg) of 503 mg/dl and had been tired and feeling sick to her stomach. The patient was reportedly able to treat with insulin injections. The patient stated that her bgs had been running higher than usual since (B)(6) 2012 or (B)(6) 2012. Troubleshooting indicated that the patient was not priming the tubing before attaching after changing the cartridge and was also using inadequate fill cannula volumes for the type of infusion set she was using. Customer support reviewed the pump with the patient and found all settings and histories are correct. There was no pump defect found on troubleshooting. The patient noted that she was using refrigerated insulin. Customer support advised the patient to allow insulin to come to room temperature before use. The pump is not being returned at this time and the patient continued on insulin pump therapy. This complaint is being reported because the patient reportedly experienced hyperglycemia due to use error while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2012 and confirmed that it was operating within required specifications at the time of release.